Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) recommended immediate device replacement. This pacemaker remains in-service at this time. No adverse patient effects were reported.